Event description:
It was reported that during an implant attempt, the helix of the atrial lead would not fully extend after multiple attempts. It was also reported that the atrial lead had high impedance measurements and the sensing on the lead was pure noise. The physician attempted to reposition and re-screw the lead but was "unable to get any good numbers or sensing." The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.